Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the epidural catheter separated. Additional information rec'd on (B)(6) 2011 from hospital risk management stated, the catheter was used for a successful block on a female pt in labor and delivery. During removal, the nurse pulled with the normal amount of tension and felt slight resistance. At which time, she had the pt lean forward and she again pulled on the catheter. The catheter was removed however, the tip was missing. The pt had a lumbar CT which showed the tip and possibly a small piece of the wire was retained. The pt underwent a neuro consult and has since been released from the hospital. The pt is seeking a second opinion. There was no delay in treatment, no pt death and no pt complications have been reported.